Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station database was in suspected mode. A technical support specialist (tss) connected to the station using the carefusion admin profile. Tss checked sql server management studio (ssms) and found dsclientoltp in suspect mode. Tss repaired med application and found dsclientoltp showed no errors. Then, the tss performed full synchronization and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station database was in suspected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.